Event description:
It was reported that the patient under went an anterior lumbar interbody fusion l5-s1 in 2008. The patient reportedly fell 2 weeks post-op. The patient was experiencing severe pain so a second surgery (minimally invasive) was performed in 2009. During this surgery it was noted that there was no fusion or scar tissue.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.